Event description:
The caller reported that the insulin pump was slow to rewind. The act button on the insulin pump was sticking. The reservoir had cracks. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.